Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection revealed no external damage. An issue was identified during power-on testing: if the batteries are completely depleted, when powered on, the unit restarts continuously on ac power. If the unit is powered off and restarted manually, the continuous restarting stops. The unit was able to obtain measurements during accuracy testing and alarms were functional when the alarm limits were triggered. Internal inspection isolated the failure to the ui board. After temporarily replacing the ui board with a known good one, the device was fully functional. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the device is "power cycling". No consequences or impact to patient were reported.